Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent a pocket revision, during which, the physician moved the ipg closer to the surface. The patient was able to successfully charge following the procedure.